Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic deformed. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -6.50/1.0/159 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for the same model and size but different power lens due to low vault. The replacement lens resolved the problem.